Event description:
1/20/98 during visit to oncologist, lifeport was flushed. Pt stated it felt funny. X-ray obtained, showed the catheter was in two parts with the distal portion in the heart. 1/21/98 cardiac catheterization performed to retrieve distal portion of catheter from heart. 1/23/98 surgical procedure performed for retrieval of port and and remaining portion of proximal catheter.